Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) and had developed a fever, was in a coma and eventually had passed away relative to a "cardiology issue." Multiple attempts were made for follow up information but no further information was available at this time.